Event description:
It is reported that a customer experienced low blood glucose of 36 mg/dl. The customer visited their doctor who assisted the customer adjust their basal rate, because the insulin pump the customer was using was delivering too much insulin to the body. The customer was happy with the pump stating that it gives them a peace of mind. However, the customer did not know that their blood glucose was that low because they did not feel it. The customer further complained of a broken belt clip, but they declined assistance regarding the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.